Event description:
The event is reported as: the customer alleges that the endotracheal tube has a visible indention at the very tip of the tube. No patient injury or harm.

Manufacturer narrative:
The device samples were received by the manufacturer, but the investigation is incomplete at the time of this report. The customer returned a total of eleven unused samples. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01h1300080 was manufactured on 08/15/2013. The DHR investigation did not show issues related to complaint. A document assesment was conducted and no changes were required.